Event description:
It was reported the surgeon removed a distal fibular plate and connecting screws, implanted on an unknown date approximately 2 years earlier, due to a 2.7 mm locking screw backing out. The plate was not replaced. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted approximately two years earlier. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.